Event description:
Additional information received. Patient responded from follow up sent. Patient reported unknown what circumstances led to issues. Patient weight at time of event was 158.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported she is having issue with the remote control, the setting keeps going to zero or change lower setting for the last two weeks. Patient stated she met with rep a week and half ago and rep did some reprogrammed for her. Patient services (ps) asked patient to connect controller to implant and check the setting. Patient stated her settings are group b, p1 @ 2.2v. Patient services asked patient if she was familiar with adaptive stim setting and patient said she is not sure, but she has heard of adaptive stim. Patient services asked patient to turn her adaptive stim on and adjust her setting to what she wants for her sitting position. Patient adjusted her setting for sitting at 2.3v and stayed in that position for 5mins and controller remember the setting. Patient services asked patient to stand and check her setting for standing and setting is correct for both sitting and standing. The troubleshooting steps that were taken on the call resolved the issue.